Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: UDI #: unknown/not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d6a - implant date: not applicable. The patient interface is not an implantable device. Section d6b - explant date: not applicable. The patient interface is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section h3: the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon complained about an issue with the right eye, where the side cut was not complete and he had to lift it with the help of a surgical instrument. Once the flap was lifted, the excimer laser procedure was completed. The patient is doing well and the results are good. The left eye of the same patient was completed successfully. The patient report from elita indicated that there was vacuum loss, and no error message or warning about this issue was provided. No further information was provided. A separate report is being submitted for the elita laser involved. This report is for the patient interface(pi).